Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service rep changed out the rtos, gpos, gigabit cable and ribbon cable between gib and gen driver. He re-seated boards and checked fuse insertion. Worked with engineering but could not resolve root problem. Closed the call.